Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the ramus branch and a second endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. Patient was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that the patient had a non q wave mi approximately 2 years and 10 months post the index procedure. It cannot be confirmed at present if the target vessel was involved. Ref 9612164-2012-00166 <(>&<)> 9612164-2012-00167.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).